Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, right sided pelvis") and genital haemorrhage ("abnormal prolonged heavy bleeding, abnormal bleeding(general)") in a 34-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, yeast infection since (B)(6) 2016 and muscle pain. In 2014, the patient experienced alopecia ("hair loss"), urinary tract infection ("infection(bladder/ urinary tract/ vaginal): urinary tract infection"), vaginal infection ("infection(bladder/ urinary tract/ vaginal): vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, 2 years 6 months after insertion of essure, the patient experienced weight decreased ("weight loss of 37 pounds"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), abdominal pain ("severe abdominal pain, left abdomen"), back pain ("severe back pain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), irritable bowel syndrome ("ibs, inflammatory bowel syndrome"), flank pain ("left flank pain") and abdominal pain lower ("right lower quadrant"). The patient was treated with analgesics and surgery (total hysterectomy and bilateral salpingectomy to remove the essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, procedural pain, dyspareunia, flank pain and abdominal pain lower was resolving, the alopecia, vaginal infection, fatigue, weight decreased and nausea had resolved and the vaginal haemorrhage, menorrhagia, urinary tract infection, irritable bowel syndrome and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: 4 coils seen on left side and 6 coils were seen on right side. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, pelvic pain, back pain, flank pain, nausea. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot no, concomitant disease, treatment drug, new events vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal infection, fatigue, weight decreased, symptom vaginal discharge, irritable bowel syndrome, dyspareunia, gastrointestinal disorder, nausea, flank pain and abdominal pain lower added. Outcome for the events alopecia, vaginal infection, fatigue, weight decreased, nausea added as recovered / resolved and for events dyspareunia, flank pain and abdominal pain lower added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, right sided pelvis") and genital haemorrhage ("abnormal prolonged heavy bleeding, abnormal bleeding(general)") in a 34-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, yeast infection since (B)(6) 2016 and muscle pain. In 2014, the patient experienced vaginal infection ("infection(bladder/ urinary tract/ vaginal): vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), urinary tract infection ("infection(bladder/ urinary tract/ vaginal): urinary tract infection") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, 2 years 6 months after insertion of essure, the patient experienced weight decreased ("weight loss of 37 pounds"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), abdominal pain ("severe abdominal pain, left abdomen"), procedural pain ("painful post-operative recovery"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("right lower quadrant"), flank pain ("left flank pain"), irritable bowel syndrome ("ibs, inflammatory bowel syndrome") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with analgesics and surgery (total hysterectomy and bilateral salpingectomy to remove the essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, procedural pain, back pain, dyspareunia, abdominal pain lower and flank pain was resolving, the menorrhagia, vaginal haemorrhage, urinary tract infection, irritable bowel syndrome, gastrointestinal disorder and weight increased outcome was unknown and the vaginal infection, alopecia, fatigue, weight decreased and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils seen on left side and 6 coils were seen on right side. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, pelvic pain, back pain, flank pain, nausea quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, right sided pelvis") and genital haemorrhage ("abnormal prolonged heavy bleeding, abnormal bleeding(general)") in a 34-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, yeast infection since (B)(6) 2016 and muscle pain. In 2014, the patient experienced vaginal infection ("infection(bladder/ urinary tract/ vaginal): vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), urinary tract infection ("infection(bladder/ urinary tract/ vaginal): urinary tract infection") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, 2 years 6 months after insertion of essure, the patient experienced weight decreased ("weight loss of 37 pounds"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), abdominal pain ("severe abdominal pain, left abdomen"), procedural pain ("painful post-operative recovery"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("right lower quadrant"), flank pain ("left flank pain"), irritable bowel syndrome ("ibs, inflammatory bowel syndrome") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with analgesics and surgery (total hysterectomy and bilateral salpingectomy to remove the essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, procedural pain, back pain, dyspareunia, abdominal pain lower and flank pain was resolving, the menorrhagia, vaginal haemorrhage, urinary tract infection, irritable bowel syndrome, gastrointestinal disorder and weight increased outcome was unknown and the vaginal infection, alopecia, fatigue, weight decreased and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, flank pain, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils seen on left side and 6 coils were seen on right side. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, pelvic pain, back pain, flank pain, nausea. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs received: new event weight increased added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, right sided pelvis/ pain") and genital haemorrhage ("abnormal prolonged heavy bleeding, abnormal bleeding(general)") in a 31-year-old female patient who had essure (batch no. B02264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity, yeast infection since (B)(6) 2016 and muscle pain. In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal infection ("infection(bladder/ urinary tract/ vaginal): vaginal infection") with vaginal discharge, urinary tract infection ("infection(bladder/ urinary tract/ vaginal): urinary tract infection") and cystitis ("bladder infection"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced weight decreased ("weight loss of 37 pounds/") and weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), abdominal pain ("severe abdominal pain, left abdomen"), procedural pain ("painful post-operative recovery"), back pain ("severe back pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain lower ("right lower quadrant"), flank pain ("left flank pain") and irritable bowel syndrome ("ibs, inflammatory bowel syndrome"). The patient was treated with analgesics and surgery (total hysterectomy and bilateral salpingectomy to remove the essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, procedural pain, back pain, dyspareunia, abdominal pain lower and flank pain was resolving, the menorrhagia, vaginal haemorrhage, urinary tract infection, irritable bowel syndrome, gastrointestinal disorder, weight increased and cystitis outcome was unknown and the vaginal infection, alopecia, fatigue, weight decreased and nausea had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, gastrointestinal disorder, genital haemorrhage, irritable bowel syndrome, menorrhagia, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: 4 coils seen on left side and 6 coils were seen on right side. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, pelvic pain, back pain, flank pain, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: plaintiff fact sheet was received. New event bladder infection was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal prolonged heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), alopecia ("hair loss") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy to remove the essure device on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, alopecia and procedural pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, genital haemorrhage, pelvic pain and procedural pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.